Event description:
Complainant alleged that while attempting to monitor the heart rhythm of an (B) (6), female patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 1) 3.8 inr/2.7 inr no actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.